Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling patient to 33.5c, but patient temperature (pt) and water temperature (wt) was still dropping in an arctic sun device. Patient temperature (pt) was 30.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 32.5c, flow rate (fr) was 0.5l/m. Discussed with nurse when the flow rate dropped below 1 l/min, the heater capacity diminished. When the flow rate dropped below 0.5 l/min, the heater turned off. Walked nurse through pausing therapy, disconnecting the pad, and emptying the pad. While disconnect and reconnect they found the arctic gel pad tubing was kinked near the pad. Nurse fixed tubing, flow rate (fr) was increased to 1.2l/m and water temperature (wt) was started increasing (wt: 35.1 when call ended). Suggested they call back if water flow rate (wfr) was or patient temperature (pt) drops for troubleshooting.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they were cooling patient to 33.5c, but patient temperature (pt) and water temperature (wt) was still dropping in an arctic sun device. Patient temperature (pt) was 30.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 32.5c, flow rate (fr) was 0.5l/m. Discussed with nurse when the flow rate dropped below 1 l/min, the heater capacity diminished. When the flow rate dropped below 0.5 l/min, the heater turned off. Walked nurse through pausing therapy, disconnecting the pad, and emptying the pad. While disconnect and reconnect they found the arctic gel pad tubing was kinked near the pad. Nurse fixed tubing, flow rate (fr) was increased to 1.2l/m and water temperature (wt) was started increasing (wt: 35.1 when call ended). Suggested they call back if water flow rate (wfr) was or patient temperature (pt) drops for troubleshooting.